Manufacturer narrative:
A4. Patient weight: estimated patient weight which was provided in earlier report has been corrected.

Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03620. It was reported that the patient fell and experienced ineffective therapy. Diagnostic testing indicated high impedance on multiple contacts of one lead. Reprogramming did not resolve the issue. Surgery occurred to explant and replace the lead to address the issue. It is unknown which lead had high impedance so all suspected leads are being reported.